Manufacturer narrative:
The initial reporter address and phone were not provided. Product information for second bottle of strips involved 7080g/6bj3f01a/exp date 02/28/2018. Manufacture date 02/01/2016.

Event description:
The advocate stated her father ran blood glucose tests on 2 contour meters and received readings of 474 and 202mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the strips for evaluation. Replacement test strips were sent to the customer.